Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus and completed the device evaluation. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not turn back to normal position and "locked". The picture was still there, but we couldn't control the camera from the console or from the outside.